Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they took 5 units of insulin before eating dinner. At around 8:00pm, the patient¿s son found the patient unresponsive and called 911. When the emergency medical technician¿s (emts) arrived, they checked the patient¿s blood sugar and the bg meter was reading 34mg/dl. They administered the patient with intravenous (IV) therapy of saline and sugar until the patient regained consciousness. When the emts left, the patient¿s blood sugar was 109mg/dl. Additionally, the patient could not recall what their bg value was at the time of event; however, they stated the cgm was hundreds of points off and was higher than the bg value taken before the event. At the time of contact, the patient had recovered from the low event. No additional patient or event information is available. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. Reportedly, the patient calibrated during periods when cgm values were not present. Labeling indicates: don¿t calibrate. Wait 10 minutes. Move display device and transmitter within 20 feet of each other without obstruction. Wait another 10 minutes. When your display device has system errors, you may not receive any sensor glucose readings and you should not calibrate.